Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting treatment with polyflux 170h, the patient experienced a blood pressure drop to 97/50 mmhg from 151/76mmhg.the patient also experienced fatigue, drowsiness, dizziness and chest discomfort. Treatment was suspended , then restarted with a non-baxter dialyzer. It was reported the patient's blood pressure "stabilized at about 148/79mmhg". No further issues were noted. No additional information is available.